Event description:
The customer's father reported that the customer passed away after suffering a hypoglycemic cerebral injury. The father stated that the customer was not wearing the insulin pump when he was found. The mother kept the insulin pump, and the father has no communication with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.